Manufacturer narrative:
The customer-reported system malfunction alarm with loss of vacuum performance was confirmed through the patient file review and was able to be reproduced during investigation testing. The root cause was determined to be a malfunction of the vacuum blowers as they were unable to maintain the specified set point. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4814 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the customer reported issue occurred while the device was supporting a patient, the driver continued to perform its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The customer also reported that the patient was switched to a backup driver and there was no reported adverse patient impact.